Manufacturer narrative:
This follow-up report is being filed to correct information. Remains implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date explanted - remains implanted.

Event description:
It was reported that patient underwent an initial right hip arthroplasty on (B)(6) 2010. The patient reported experiencing a stroke on (B)(6) 2010. Subsequently, patient had hemiparesis symptoms on the right side. It was also reported that patient experienced thrombosis on (B)(6) 2012, which was resolved on (B)(6) 2013.